Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 69476536 lead implanted: (B)(6) 2003; 5076-52 lead implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient developed pneumothorax and dyspnea post-implant procedure. Hospitalization was prolonged. All leads remain in use. No further patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) study.